Event description:
Our rep reports that during an arthroscopic shoulder repair, the surgeon was attempting to screw in the 2nd fixation device when it ceased to advance. The surgeon resorted to malleting the inserter which resulted in the distal tip of the inserter to break off into the fixation device. The surgeon was able to remove both fragment and anchor easily. The surgeon used another same device to complete the repair successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.